Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had a rough night and was in a lot of pain. It was noted that the trial started (B)(6) 2017. On (B)(6) 2017 the patient stated they felt like there was a burning sensation at the lead sites. The patient was redirected to their healthcare provider. No further complications were reported.